Event description:
User reported that the quantum heater cooler was not sufficiently cooling. User rebooted the device, recovering the system, but the device eventually gave an alarm. There was no patient harm. Spectrum medical considers failure to cool to be a reportable event.

Manufacturer narrative:
Upon review of the history logs, it was found that the pump was empty and turned off. A heater cooler running a dry pump will result in internal damage, so when an empty pump is detected ro, the pump is powered off, the heater cooler stops attempting to achieve a low temperature. The customer has been informed of this feature, and it was confirmed that the unit has since been used and is functioning as expected.